Event description:
The manufacturer received information alleging a patient expired on a ventilator. The ventilator is currently in the possession of the police. The manufacturer is investigating this event and a follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a patient allegedly expiring while on a ventilator. A manufacturer's associate went to the (B)(6) police department to download the ventilator's event logs. The manufacturer's investigation was based on these event logs as the device was not available for evaluation. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The ventilator's event logs were reviewed. On the reported date(s) of the event, (B)(6) 2017, frequent patient circuit disconnect and low peak inspiratory pressure alarms were logged. Most of these alarms were brief in duration and were not acknowledged by the caregiver. On (B)(6) 2017 at 5:23:35 local time, a patient circuit disconnect alarm with a duration of 533 seconds (approximately 8.8 minutes) occurred. Frequent low peak inspiratory pressure alarms were also logged during this time. These alarms were acknowledged by the caregiver at 5:32:29 local time as evidenced by an alarm silence/reset keypress. The ventilator was manually powered off at 5:32:29 local time with the proper sequence of keypresses. The device was not powered on again until 9:47:50 on (B)(6) 2017. Based on the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed. The reported event appears to have been caused by a patient circuit disconnect condition.